Event description:
On third firing of robotic stapler was unable to insert 60 stapler. Gave a warning to remove arm and reseat. Took a couple attempts to remove. But then released. At that point the help desk for davinci was called, they suggested not to reuse instrument and get another which or team did. Manufacturer response for system, surgical, computer controlled instrument, sureform (per site reporter). Trouble shooting assistance in real time.